Manufacturer narrative:
Corrected information has been provided in h3 the cause of the battery level low alarm was a communication anomaly between the battery and the power battery management board.

Manufacturer narrative:
D6b updated. The investigation is ongoing.

Manufacturer narrative:
D6a and d6b should have been left blank. E4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report.

Event description:
The user facility reported a 64 year old male on an impella pump for support due to cardiomyopathy. During support, the controller was showing "battery low" even at 100% charged if disconnected. There was no patient harm reported.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.